Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, functional testing was performed and revealed no failure or errors. Service was performed and the device was returned to the customer on (B)(4) 2013. Placeholder.

Event description:
The power drive and the saw attachment were returned for repair for "stopping randomly during usage." This is report 1 of 1 for complaint # (B)(4).